Event description:
The customer reported the ventilator failed the safety valve test during preoperational testing due to safety valve cannot open. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. As the device was out of warranty, customer contacted manufacturers product support who advised replacement of the 3 station solenoid assembly to address the finding. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use. The safety valve is a component utilized during safety valve is open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. Malfunction of the safety valve could prevent activation of svo which may be detrimental to the patient.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.